Event description:
Report received of "sparks and melting plastic: on the power cord at the back of the device. After the device was cleaned by the use facility's central supply dept was plugged into the ac outlet. The tech reported that she "could hear sparking and could smell plastic burning." Reportedly, the power cord was split at the strain relief. The device was unplugged immediately and sent to the biomedical engineering dept. There were no reports of any adverse pt events while this device was in clinical service. The customer reported there was no pt involvement.